Manufacturer narrative:
Despite multiple requests, this hospital was unwilling to provide any additional information about this event. As no further information concerning this event is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular lead were oversensing noise. No inappropriate therapy or pacing inhibition has been observed. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was eventually returned back to our post market quality assurance laboratory where a thorough evaluation was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.